Manufacturer narrative:
Correction: first submission report sources are consumer and health professional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their lead was left implanted because the lead wires are wrapped around the nerve and there was scar tissue built up around it. The patient stated that with the crps and all their scar tissue, it was determined that it would be too painful and traumatic to remove the leads. The patient stated that the inoperable and useless battery being removed has helped the issue, however, they don¿t know if all of their issues have been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3987a, lot#: n279100, implanted: (B)(6) 2011, product type: lead. Product ID: 3987a, serial/lot #: (B)(4), ubd: 20-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and healthcare provider (hcp) regarding the patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated the ins never helped to reach location of her pain area. The patient stated having several revisions done. The patient reported the battery had been placed in the chest because it has moved some that scar tissue was getting ripped across the chest creating pain. The patient reported after implant it made their arm numb. The patient stated the leads did not move, but the patient was told one of the reasons one of the revision had to be done was because the fat layer between the leads and the nerve has dissipated. The patient stated leads had to be wrapped around the nerve of the upper right arm. The patient reported having 2-3 revision from the implant date to (B)(6) of 2012. The patient stated the ins was removed (B)(6) 2019 and the leads are still implanted. The patient stated the ins was removed because it had migrated. No further complications were reported. No additional patient symptoms were reported.